Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the clinician indicated that they programmed the infusion of hydromorphone for 0.017 mg/kg/hr cmi (continuous medication infusion) and unspecified bolus. The vtbi was 49.9ml in a 50ml syringe. The infusion knowledge portal data and pump appears to change the rate from 0.017 to 0.019 to 0.020 during start stop cycles. The customer dismissed this event as a programming error on the part of the nurse, presumably flipping the bolus and continuous infusion rates. There was no patient harm.